Manufacturer narrative:
(B)(4). No conclusion code was available; final analysis found an integrated circuit anomaly which resulted in power anomaly.

Event description:
It was reported that the merlin.net transmitter would not boot up when connected to the outlet. The device was returned and replaced.